Manufacturer narrative:
As no further information is expected, our investigation is completed. This investigation will be updated should further information become available.

Event description:
It was reported that a health care professional requested review of the device data during a routine follow up. The data review revealed impedance spikes and increased thresholds on the atrial channel. This device will continue to be monitored. No adverse patient effects were reported.